Manufacturer narrative:
The returned spva valve has been analyzed. According to our laboratory results, the alleged failure has not been duplicated and the valve meets all its specifications requirements. There are no deposits that could have caused the reported lack of drainage inside the valve and the reservoir. Furthermore, the device manufacturing traceability files do not show any performance lack or abnormal behaviour. Assumptions to try to explain the observed problem include a possibility that the ventricular or peritoneal catheters have been occluded. These parts of the shunt have not been returned, thus not analyzed. Shunt obstruction is a known short and long term complication described in the instructions for use.

Event description:
Csf did not flow smoothly even at the setting of 50mmhg. Therefore, spva-300 was extracted on (B)(6), one year after implantation.